Event description:
No additional information.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916. Batch number#: rejp3181. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. The customer has experienced multiple occurrences at 3 store locations of blocked needles not allowing the drug to flow through. So far, store 0636 has reported that 3 needles were blocking the vaccine flow to the needle and as a result, the vaccine has leaked through the attachment site. This has caused us to waste 3 vaccines at this store. Store 0593 had the same thing happen with 4 needles. Store 593 will probably not have the lot number because a floater was working there at the time it happened and their encounter with the needle was weeks ago. I sent a message out to the district asking them to record the lot numbers moving forward. Another store, 1064 also had an issue (xx was the rph on duty).